Event description:
The account alleged the nurse pressed the head up button and when it was released, the head of the bed continued to run up to its limit. No injury reported. Ref MFR # 3006697241-2013-00130.